Event description:
Pt brought to this hosp 3/2/98. Dr ballooned and stented her lad. Also performed high speed rotational atherectomy of the orifice of her right coronary (which is small). Dr then ballooned it. He wanted to put a stent in it, but couldn't get stent in and ended up losing it in her femoral artery. The stent is actually engaged in the orifice of the femoral artery and dr elected to leave it there. (Attempts were made to snare stent but unsuccessful. Pt home on medications.)